Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death).

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic dissection using gore® excluder® aaa endoprosthesis. It was reported the physician was unable to cannulate the contralateral gate due to a narrow lumen of endoprosthesis by the dissection. After multiple attempts, cannulation was abandoned. The right common iliac artery was embolized to perform an unplanned aorto-uni-iliac (aui) with femoral-femoral bypass. The procedure was successfully concluded and the patient tolerated the procedure.